Manufacturer narrative:
Correction: upon further review, bsc does not have a regulatory/contractual obligation to report on this device. Therefore, this complaint has been reassessed as non-MDR reportable. Block a1: patient ID or alternative patient ID: (B)(6) . Block e1: this was reported by the patient. The surgeons are: dr. (B)(6) implant physician (B)(6) health system (B)(6). (B)(6) , md (performed mesh excision) (B)(6). Patient's lawyer: atty. (B)(6) phone number: (B)(6). Fax: (B)(6). (B)(6) . Block h6: patient codes e2330, e233, e1310, e1001, and e0402 capture the reportable events of right leg pain, swelling, utis, distention, and allergic reaction. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h10: the voluntary user medwatch number is mw5096782.

Event description:
It was reported to boston scientific corporation that a repliform sling was implanted into the patient during a pubovaginal sling with repliform graft procedure performed on (B)(6) 2009 to treat mixed urinary incontinence/stress urinary incontinence. According to the patient, few days after the implantation, she experienced rashes from head to toe and was referred to see an allergist who diagnosed her with uticaria. However, the allergist reportedly could not determine the cause of her rashes. Subsequently, the patient was administered with some medications and shots, and recovered from the allergy. Reportedly, the patient never had allergies prior to mesh implantation. Few days later, the patient experienced chest, belly, pelvis and right side severe pain. The patient then had a colonoscopy and had her gall bladder removed. Later, the patient's eyes suddenly became blurred and was referred to an ophthalmologist who prescribed her to wear glasses. The patient added that she could not read a newspaper without glasses. She also reported that her teeth started rotting for no reason and has suffered other complications such as right leg swelling to the point she could not walk, right hip pain, recurrent incontinence and has to use more than two sanitary pads daily, constant utis, dyspareunia, constant nausea, pelvic organ prolapse, discharge, abdominal, butt, tailbone, leg, pelvic, muscle, and joint pain, short stabbing pain in her vagina, stomach, kidney, and liver, distention, dysuria, painful and difficult bowel movements, diarrhea, headaches, ibs (irritable bowel syndrome), hands, feet, and body swelling, burning sensation at the bottom of her feet, and gum bleeding. On (B)(6) 2015, the patient had the mesh partially removed by another physician. The right leg swelling and pain was resolved but the patient still has a limp. However, the patient still experiences the other pains.

Manufacturer narrative:
Patient ID or alternative patient ID: (B)(6). This was reported by the patient. The surgeons are: dr. (B)(6). Implant physician (B)(6) health system (B)(6). (B)(6), md, (performed mesh excision) (B)(6). Patient's lawyer: atty. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5096782.

Event description:
It was reported to boston scientific corporation that a repliform sling was implanted into the patient during a pubovaginal sling with repliform graft procedure performed on (B)(6) 2009 to treat mixed urinary incontinence/stress urinary incontinence. According to the patient, few days after the implantation, she experienced rashes from head to toe and was referred to see an allergist who diagnosed her with urticaria. However, the allergist reportedly could not determine the cause of her rashes. Subsequently, the patient was administered with some medications and shots, and recovered from the allergy. Reportedly, the patient never had allergies prior to mesh implantation. Few days later, the patient experienced chest, belly, pelvis and right side severe pain. The patient then had a colonoscopy and had her gall bladder removed. Later, the patient's eyes suddenly became blurred and was referred to an ophthalmologist who prescribed her to wear glasses. The patient added that she could not read a newspaper without glasses. She also reported that her teeth started rotting for no reason and has suffered other complications such as right leg swelling to the point she could not walk, right hip pain, recurrent incontinence and has to use more than two sanitary pads daily, constant utis, dyspareunia, constant nausea, pelvic organ prolapse, discharge, abdominal, butt, tailbone, leg, pelvic, muscle, and joint pain, short stabbing pain in her vagina, stomach, kidney, and liver, distention, dysuria, painful and difficult bowel movements, diarrhea, headaches, ibs (irritable bowel syndrome), hands, feet, and body swelling, burning sensation at the bottom of her feet, and gum bleeding. On (B)(6) 2015, the patient had the mesh partially removed by another physician. The right leg swelling and pain was resolved but the patient still has a limp. However, the patient still experiences the other pains.